Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker was found to be in safety mode, even though the device had an estimated battery longevity of 9 months remaining. Boston scientific technical services recommended device replacement as soon as possible. There was no possibility to calculate the replacement interval for this device. At the time of the last transmission the device was pacing rv 41 percent of the time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis, it was discarded.

Event description:
It was reported that this pacemaker was found to be in safety mode, even though the device had an estimated battery longevity of 9 months remaining. Boston scientific technical services recommended device replacement as soon as possible. There was no possibility to calculate the replacement interval for this device. At the time of the last transmission the device was pacing rv 41 percent of the time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis, it was discarded.